Event description:
Pt underwent cataract surgery in 1999, and implantation of a staar model aa4203tf intraocular lens. The capsule tore as the lens entered the pt's eye. The doctor performed a posterior vitrectomy and there was no injury to the pt. A back-up lens was used on the pt.